Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to treat a rectal stenosis during a stent placement procedure performed on (B)(6) 2025. During the procedure, the axios stent proximal flange did not deploy until the stent deployment hub was moved to step 4, which caused the stent to deploy at once and jump forward upon deployment. The stent was removed, and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the stent was to be implanted to treat a rectal stenosis. However, the axios stent and electrocautery-enhanced delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts greater than or equal to 6 cm in size and walled-off necrosis greater than or equal to 6 cm in size that are adherent to the gastric or bowel wall. The stent is not indicated for placement to treat stenosis.

Manufacturer narrative:
Block b5 was corrected with the misuse statement. Blocks h7 (if remedial act init, type), h9 (correction/removal reporting #), and h11 were updated with the additional information received on december 19, 2025. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f2301 captures the reportable event of the stent was removed, and another axios stent was used to complete the procedure. Block h11: an axios stent was received for analysis; the delivery system was not returned. Visual examination of the returned device found the stent was in good condition. No other damages were noted to the stent. Product analysis did not confirm the reported events of stent positioning issue and stent difficult or slow to expand with testing of the device return. There is not enough evidence to determine whether the reported event stent difficult or slow to expand was due to the physician's manipulation/technique during the procedure or related to a device malfunction. Additionally, the reported event of stent positioning issue is known and documented in the labeling. Therefore, a review and analysis of all available information indicated the most probable cause is unable to exclude device problem. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the axios stent was to be implanted to treat a rectal stenosis. The IFU states, "the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts greater than or equal to 6 cm in size and walled-off necrosis greater than or equal to 6 cm in size that are adherent to the gastric or bowel wall." Additionally, stent positioning issue is a known potential complication associated with the use of the device in the manufacturer's labeling. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Manufacturer narrative:
Blocks h7 (if remedial act init, type), h9 (correction/removal reporting #), and h11 were updated with the additional information received on december 19, 2025. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f2301 captures the reportable event of the stent was removed, and another axios stent was used to complete the procedure. Block h11: boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to treat a rectal stenosis during a stent placement procedure performed on (B)(6) 2025. During the procedure, the axios stent proximal flange did not deploy until the stent deployment hub was moved to step 4, which caused the stent to deploy at once and jump forward upon deployment. The stent was removed, and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f2301 captures the reportable event of the stent was removed, and another axios stent was used to complete the procedure.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to treat a rectal stenosis during a stent placement procedure performed on (B)(6) 2025. During the procedure, the axios stent proximal flange did not deploy until the stent deployment hub was moved to step 4, which caused the stent to deploy at once and jump forward upon deployment. The stent was removed, and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event.